Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01543. The pt ((B)(6)) received her scs system, including an ipg and two percutaneous leads, in (B)(6) 2006. It was reported that the pt turned off her system to have an MRI. After the procedure, she reported that she began having the following issues: intermittent stimulation, long recharge cycles, and an inability to recharge the ipg. Diagnostic tests exhibited high impedance measurements for multiple lead contacts, and all lead contacts measured invalid. Intraoperative testing of her leads was conducted and showed all lead contacts were low with the exception of two lead contacts, which showed high impedance readings. Stimulation was reported as consistent and effective during intraoperative testing. The physician decided to explant only the ipg and replaced it with a smaller model on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Eval: results: an attempt was made to program the ipg but was unsuccessful. The ipg was auto-tested and failed multiple tests, including the ucod test. Manual testing was also performed, but no outputs were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.